Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the issue was confirmed. Pre-use check was then run and successful three times. According to the connected support case the recommended action for this failure mode is to replace one of the gas modules. No parts has been replaced nor returned for technical investigation. No log files or service report was provided. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).